Event description:
It was reported that a spectrum infusion pump shutdown by itself in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "shutdown by itself " was reproduced. A review of the event history log revealed multiple occurrences of door jammed alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the defective ac power adapter. The ac power adapter required to be replaced to address this issue. During evaluation, the device had a system error 345. The cause was identified to be the downstream sensor value out of specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.